Event description:
Information received by medtronic indicated that the customer has reported a software error detected (pump error 53) alarm, a battery failed, no connection between the pump and transmitter, and the pump switches off. Troubleshooting was performed and the customer was able to clear the alarm and also the customer was able to complete the pump rewind. It was unknown whether the pump passed the self-test or not. No harm requiring medical intervention was reported and the issue was not resolved. The customer will continue using the device and the insulin pump will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08740 inches. However, the pump had a high sleep current measurement. The pump was monitored, no blank display, failed battery alert/battery failed alarm and pump error 53 alarm noted. Successfully downloaded history files and traces using thump. Pump error 53 alarm (filenumber 709 linenumber 1216) was recorded and found in the formatted history file on: (B)(6) 2023 11:38:21.000 (B)(6) 2023 15:40:22.000 (B)(6) 2023 17:03:21.000 pump error 53 alarm (filenumber 709 linenumber 1216) was confirmed according in the formatted history file due to software error. Please see below for pump errors/alarms noted 1 week prior to the event date 07-sep-2023 in the formatted history file.  Pump error 15 alarm (filenumber 38 linenumber 442) was recorded and found in the formatted history file on: 09/07/2023 01:04:09.000 pump error 15 alarm (filenumber 38 linenumber 442) was confirmed according in the formatted history file, suspected on hw. Lost sensor 1 alert (780) was recorded and found in the formatted history file on: (B)(6) 2023 05:34:00.000 (B)(6) 2023 07:57:00.000 lost sensor 2 alert (781) was recorded and found in the formatted history file on: (B)(6) 2023 05:50:00.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. No pump/transmitter communication anomaly noted. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert or unexpected sensor errors or anomalies were noted during testing. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted. However, insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 01:07:47.000 failed battery alert/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2023 01:04:12.000 (B)(6) 2023 01:05:12.000 (B)(6) 2023 01:05:40.000 insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 09-(B)(6) 2023 at 4:04:59 am. There was no power data available for the event date of (B)(6) 2023. Unable to check power data for failed battery alert/battery failed alarm. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had an intermittent high sleep current measurement (unexpected battery power loss), suspected on the pcba 1/pcba 2. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, (B)(4).. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: a scratched case. Blank display and pump/transmitter communication anomaly were not confirmed. Pump error 15 alarm (filenumber 38 linenumber 442) was confirmed according in the formatted history file, suspected on hw. Pump error 53 alarm (filenumber 709 linenumber 1216) was confirmed according in the formatted history file due to software error. Failed battery alert/battery failed alarm and an intermittent high sleep current measurement (unexpected battery power loss) were confirmed suspected on the pcba 1/pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.